Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the emergency room for an elective generator change out, upper out of range pacing lead impedance and loss of capture were observed. The right ventricular lead was capped and replaced. The patient condition was stable after the procedure.